Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the insulin gauge was inaccurate, the wake button was unresponsive and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle and a cartridge did not fit onto the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.